Event description:
The nurses noted on four separate occasions this week that the medication port of the lopez valve was cracked with little pieces separated from the valve. The clinical nurse educator noted that the hospital has purchased new piston syringe kits and is not sure if this has any effect, causing the valve to break. A message was left for the MFR. We are awaiting a call back.